Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. No crack at the back (case) noted during visual inspection. However, the pump was received with a scratched case. Pump was also received with a missing segments/partial display. Unable to perform the self test due to a missing segments/partial display. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage (crack) at the back (case) was not confirmed, however, other cosmetic damage (a scratched case) was noted during analysis. Unable to perform the required testing due to a missing segments/partial display. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1886 was returned for analysis..